Manufacturer narrative:
Insulin pump was received with high stop current. Unable to determine the root cause, problem isolated to electronic assembly. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had low battery issue.. The customer¿s blood glucose level was unknown. The insulin pump will be returned for analysis.